Event description:
Screw was being used during total hip replacements surgery; was almost completely in when the head broke off. The surgeon filed it off smooth & level and proceeded with the implants. They anticipate no complications to the pt. The head was discarded.